Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the tibial/pelvic tracker was found to have missing a lens cover. No patient involvement, no delay, no medical intervention.

Manufacturer narrative:
The device was visually inspected by a manufacturer field service representative, who confirmed the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the tibial/pelvic tracker was found to have missing a lens cover. No patient involvement, no delay, no medical intervention.